Manufacturer narrative:
The device referenced in this report was not returned for evaluation.

Event description:
Multiple attempts made to the user facility via email to obtain additional information regarding the reported event were unsuccessful.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
It was reported that during afib case a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 900cc fluid was removed. The patient was reported to be in stable condition. Investigation is in process.